Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the touchscreen (pn: 187505-13) and power cord (p/n (B)(6)) . The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer found that the patient side cart (psc) power cord was damaged. The psc would intermittently run on battery. The customer continued the case. Isi received an email from ansm where the customer indicated that the surgical procedure was converted to laparoscopy due to the issue.

Manufacturer narrative:
The probable root cause is attributed to damage during use, which may result from straining or rolling over the power cable when the user forgets to disconnect the system cables prior to moving subsystem components. This issue can be resolved by replacing the power cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Based on additional quality engineer review, the system logs highlight an error 817 related to the loss of ac power on the psc. This matches the complaint where the fse replaced the power cord and also the touchpad of the ssc. Based on the log review, this is not a malfunction.

Event description:
Refer to h11 for follow-up information.